Manufacturer narrative:
Product has not returned for investigation as initially expected and reported. (B)(4).

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, (B)(4); stockert rf generator, model #:m-5463-01, (B)(4). (B)(4).

Event description:
It was reported that during a vt procedure the patient developed hypotension. It was stated that the users were performing a lvot ablation for pvcs. They had mapped out the pvc's and had been ablating for awhile with very little effect on the pvc. They then decided to map the rvot just to make sure that they had not missed anything. The timing in the rvot was too late and so they returned to the lvot. Once they entered the lvot again, they performed a few more ablations when they noticed the patient's blood pressure had dropped 30 points systolic. On fluoro, she had poor heart movement. The physician tried to perform a pericardiocentesis. He was able to get a little blood out (approximately 35 ml ) but lost access to the pericardium. He attempted to gain access again but was unsuccessful. The patient's blood pressure continued to drop down into the 50s systolic. Pericardial effusion was confirmed using ultrasound. At this point, they transported the patient back into the operating room to assess and perform further measures. It was not known to the bwi representative what form of treatment the patient received once in the operating room. The physician stated that he does not believe that the complication was due to the catheter.